Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that one of the three ¿teeth¿ located in the large chuck with key device that hold the pin devices in place had fallen out of the chuck device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no human patient involvement as this device is intended for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device serial number ((B)(4)) was inadvertently documented as the lot number in the initial report. The serial number has been updated accordingly. The UDI has also been updated accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the one of the teeth came out of the chuck device. It was further determined that the device failed pretest for general condition, drill chuck, and function of the tool coupling. Therefore, the reported condition that one of the three ¿teeth¿ located in the large chuck with key device was missing was confirmed. The assignable root cause was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.